Manufacturer narrative:
Getinge became aware of an issue with the ventilator ¿ servo-I. It was claimed that the ventilator's air gas module was defective. The device failed to meet its specifications. There was no patient harm. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the device generated a technical alarm indicating an on/off switch error. The technician checked the unit and found that air gas module has been source of the issue. The issue has been resolved by replacing air gas module and the device was delivered to the user in working condition. Based on prior investigation, the failure might be caused by a defective supply pressure sensor on a printed circuit board inside the gas module, falsely triggered a technical alarm indicating an on/off switch error. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was defective.  There was no patient harm reported. Manufacturer's ref. #: (B)(4).